Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and salpingitis ('right and left fallopian tube :acute salpingitis') in a 34-year-old female patient who had essure (batch no. 869459-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, ovarian cyst, dysuria, vaginal discharge, urinary incontinence, multi gravida, parity 3, shoulder operation, abdominal pain, vaginal delivery (3), menarche (15), endometritis and uterine bleeding. Previously administered products included for an unreported indication: paragard. Concurrent conditions included low grade squamous intraepithelial lesion, chlamydial cervicitis, vaginitis, cervicitis, irregular periods, migraine, depression, breast lump and genital bleeding. Concomitant products included clonazepam since (B)(6)2014, ibuprofen from (B)(6)2013 to (B)(6)2016 and lorazepam since (B)(6)2014. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, salpingitis, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6)2009 initially, but in current pfs (B)(6)2013 was given left : 5 ,right :6. Transvaginal hysterectomy on (B)(6). In previous follow-up hsg result was added in lab data, but in current pfs it was mentioned that 'plaintiff did not undergo essure confirmation test'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2016: 1 - left fallopian tube: acute salpingitis. 2 - right fallopian tube: focal acute salpingitis.. Ultrasound scan vagina - on (B)(6)2016: polyp versus submucosal fibroid measuring 1 cm, not significantly changed. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: depression, pelvic pain, anxiety, dysmenorrhea, dyspareunia . Most recent follow-up information incorporated above includes: on 27-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and salpingitis ('right and left fallopian tube :acute salpingitis') in a 34-year-old female patient who had essure (batch no. 869459-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, ovarian cyst, dysuria, vaginal discharge, urinary incontinence, multi gravida, parity 3, shoulder operation, abdominal pain, vaginal delivery (3), menarche (15), endometritis and uterine bleeding. Previously administered products included for an unreported indication: paragard. Concurrent conditions included low grade squamous intraepithelial lesion, chlamydial cervicitis, vaginitis, cervicitis, irregular periods, migraine, depression, breast lump, genital bleeding and blood pressure high. Concomitant products included citalopram, clonazepam since (B)(6) 2014, ibuprofen from (B)(6) 2013 to (B)(6) 2016, lorazepam since (B)(6) 2014, olanzapine and propranolol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain,pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnorm. Bleed."), abdominal pain ("abdominal pain,chronic"), back pain ("back pain"), vaginal discharge ("vag. Discharge") and migraine ("migraine"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, salpingitis, depression and anxiety outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge and migraine had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, salpingitis, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2013 was given now again new date is given that is (B)(6) 2016 left : 5 ,right :6 transvaginal hysterectomy on (B)(6) in previous follow-up hsg result was added in lab data, but in current pfs it was mentioned that 'plaintiff did not undergo essure confirmation test'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: 1 - left fallopian tube: acute salpingitis. 2 - right fallopian tube: focal acute salpingitis.. Ultrasound scan vagina - on 17-mar-2016: polyp versus submucosal fibroid measuring 1 cm, not significantly changed. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: depression, pelvic pain, anxiety, dysmenorrhea, dysparuenia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received.outcome updated as recovered/resolved of previous events pain and vaginal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and salpingitis ('right and left fallopian tube :acute salpingitis') in a 34-year-old female patient who had essure (batch no. 869459-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, ovarian cyst, dysuria, vaginal discharge, urinary incontinence, multi gravida, parity 3, shoulder operation, abdominal pain, vaginal delivery (3), menarche (15), endometritis and uterine bleeding. Previously administered products included for an unreported indication: paragard. Concurrent conditions included low grade squamous intraepithelial lesion, chlamydial cervicitis, vaginitis, cervicitis, irregular periods, migraine, depression, breast lump and genital bleeding. Concomitant products included clonazepam since (B)(6) 2014, ibuprofen from (B)(6) 2013 to (B)(6) 2016 and lorazepam since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, salpingitis, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2013 was given left : 5 ,right :6. Transvaginal hysterectomy on (B)(6) 2022. In previous follow-up hsg result was added in lab data, but in current pfs it was mentioned that 'plaintiff did not undergo essure confirmation test'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: 1 - left fallopian tube: acute salpingitis. 2 - right fallopian tube: focal acute salpingitis.. Ultrasound scan vagina - on (B)(6) 2016: polyp versus submucosal fibroid measuring 1 cm, not significantly changed. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: depression, pelvic pain, anxiety, dysmenorrhea, dysparuenia . Most recent follow-up information incorporated above includes: on 24-aug-2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and salpingitis ('right and left fallopian tube :acute salpingitis') in a (B)(6) female patient who had essure (batch no. 869459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, ovarian cyst, dysuria, vaginal discharge, urinary incontinence, multi gravida, parity 3, shoulder operation, abdominal pain, vaginal delivery (3), menarche (15), endometritis and uterine bleeding. Previously administered products included for an unreported indication: paragard. Concurrent conditions included low grade squamous intraepithelial lesion, chlamydial cervicitis, vaginitis, cervicitis, irregular periods, migraine, depression, breast lump and genital bleeding. Concomitant products included clonazepam since (B)(6) 2014, ibuprofen from (B)(6) 2013 to (B)(6) 2016 and lorazepam since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),laparoscopy with bilateral salpingectomy). Essure was removed on 9-may-2016. At the time of the report, the device breakage, salpingitis, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2013 was given left: 5, right: 6. Transvaginal hysterectomy on (B)(6). In previous follow-up hsg result was added in lab data, but in current pfs it was mentioned that 'plaintiff did not undergo essure confirmation test'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: left fallopian tube: acute salpingitis. Right fallopian tube: focal acute salpingitis. Ultrasound scan vagina - on (B)(6) 2016: polyp versus submucosal fibroid measuring 1 cm, not significantly changed. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: depression, pelvic pain, anxiety, dysmenorrhea, dysparuenia. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs & mr received: new events- "device breakage, right and left fallopian tube :acute salpingitis, menorrhagia, vaginal bleeding, vaginal infection, anxiety, depression, dysmenorrhea, dyspareunia", reporters, patients dob, lab data, medical history, lot number,concomitant condition and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), salpingitis ('right and left fallopian tube :acute salpingitis') and genital haemorrhage ('gen abnorm. Bleed.') In a 34-year-old female patient who had essure (batch no. 869459-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, ovarian cyst, dysuria, vaginal discharge, urinary incontinence, multi gravida, parity 3, shoulder operation, abdominal pain, vaginal delivery (3), menarche (15), endometritis and uterine bleeding. Previously administered products included for an unreported indication: paragard. Concurrent conditions included low grade squamous intraepithelial lesion, chlamydial cervicitis, vaginitis, cervicitis, irregular periods, migraine, depression, breast lump, genital bleeding and blood pressure high. Concomitant products included citalopram, clonazepam since january 2014, ibuprofen from december 2013 to may 2016, lorazepam since july 2014, olanzapine and propranolol. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain ("physical pain,pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,chronic"), back pain ("back pain"), vaginal discharge ("vag. Discharge") and migraine ("migraine"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, salpingitis, vaginal haemorrhage, depression and anxiety outcome was unknown, the genital haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge and migraine had resolved and the pelvic pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, salpingitis, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given jan-2009 initially, but in current pfs 18-nov-2013 was given left : 5 ,right :6 transvaginal hysterectomy on june 22 in previous follow-up hsg result was added in lab data, but in current pfs it was mentioned that 'plaintiff did not undergo essure confirmation test'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: 1 - left fallopian tube: acute salpingitis. 2 - right fallopian tube: focal acute salpingitis.. Ultrasound scan vagina - on (B)(6) 2016: polyp versus submucosal fibroid measuring 1 cm, not significantly changed. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: depression, pelvic pain, anxiety, dysmenorrhea, dysparuenia most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received. Concomitant medication and condition added. Events : physical pain/ pelvic, back pain outcome updated. No valid lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), salpingitis ('right and left fallopian tube :acute salpingitis') and genital haemorrhage ('gen abnormal. Bleed.') In a 34-year-old female patient who had essure (batch no. 869459-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, ovarian cyst, dysuria, vaginal discharge, urinary incontinence, multi gravida, parity 3, shoulder operation, abdominal pain, vaginal delivery (3), menarche (15), endometritis and uterine bleeding. Previously administered products included for an unreported indication: paragard. Concurrent conditions included low grade squamous intraepithelial lesion, chlamydial cervicitis, vaginitis, cervicitis, irregular periods, migraine, depression, breast lump and genital bleeding. Concomitant products included clonazepam since (B)(6) 2014, ibuprofen from (B)(6) 2013 to (B)(6) 2016 and lorazepam since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain, pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), depression ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety, depression and mental anguish,psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain,chronic"), back pain ("back pain"), vaginal discharge ("vag. Discharge") and migraine ("migraine"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, salpingitis, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal discharge and migraine had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, salpingitis, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2013 was given left : 5 ,right :6 transvaginal hysterectomy on (B)(6) in previous follow-up hsg result was added in lab data, but in current pfs it was mentioned that 'plaintiff did not undergo essure confirmation test'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: 1 - left fallopian tube: acute salpingitis. 2 - right fallopian tube: focal acute salpingitis.. Ultrasound scan vagina - on (B)(6) 2016: polyp versus submucosal fibroid measuring 1 cm, not significantly changed. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: depression, pelvic pain, anxiety, dysmenorrhea, "dyspareunia" most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : following events were added : abdominal pain, back pain, gen abnorm. Bleeding, vaginal discharge, migraine. Outcome of the event pelvic pain was changed from recovering/resolving to recovered/resolved and outcome of dysmenorrhea, dyspareunia, menorrhagia, vaginal infection was changed from unknown to recovered/resolved. Reporter information added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.